Event description:
It was reported that the pump battery could not be charged. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual insulin injection and a correction bolus via the pump was delivered to address bg. Reportedly, customer continued using pump for insulin therapy.